Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. Review of the device log showed that the device was entered into sync mode for the duration of the case. The log was reviewed, but did not have any waveform data on the event date. The log entries show that the device was charged 3 times and was internally discharged all 3 times. There is no evidence to suggest the user held the shock button during discharge while in sync mode. There are no entries in the activity log to suggest a device malfunction occured. The device was recertified and returned to the customer. No trend is associated with reports of this type.